Event description:
It was reported that during insertion, the dilator "sheared". The reporter stated that the placer should not have reinserted the internal dilator. Also reported was that the patient was obese and the PICC would not advance so the PICC was removed and the internal dilator was replaced. Their concern is that the external dilator had been pierced and could have broken off. The device was removed, replaced, and replacement used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4) . Additional information: this product is not sold in the u.s. The 510k # provided is for a similar product that is sold in the u.s.